Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. Visual inspection identified that the tubing was inserted approximately 1.5 mm too low into the drip chamber. During push-pull testing, the tubing became disconnected from the drip chamber. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the disconnection was determined to be under inserted tubing, which was due to a machine or equipment error during manufacturing. This file will be included in an open CAPA in which design in the chamber is being investigated.

Event description:
During evaluation of a returned, unopened pump/gravity solution set, disconnection of the tubing from the drip chamber was identified. There was no patient involvement as this occurred during testing. No additional information is available.